Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the spindle housing and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during the sectioning of a third molar procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.